Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 75 points. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 75 points. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.